Event description:
It was reported that a patient underwent a third surgery due to the spacer migration. The spacer was replaced with another spacer without any incident. The procedure consisted of a plif and the levels implanted were l4-l5.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.